Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. The system was scheduled for explant. There were no additional adverse patient effects reported. This rv lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. The system was scheduled for explant. There were no additional adverse patient effects reported. This rv lead remains in service. Additional information indicated that this rv lead was successfully explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report was created to update b5, d6b: explant date and h6: impact codes with device revision or replacement. If information is provided in the future, a supplemental report will be issued.